Event description:
The service report shows the unit shut down with no alarms. The mallinckrodt customer support engineer (cse) verified the unit shuts down with no alarms. The cse inspected the device and replaced the power supply pcb. The unit passed extended self testing no patient involvement associated with this malfunction.